Event description:
The hospital reported that following the initiation of bypass the blood color was very dark and the gas values in the blood were low. The oxygenator was changed out with no affect to the patient.